Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection identified that the tip and connector were in good condition. However, visual inspection identified that the fiber was broken in two pieces. The instructions fo use state: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied.

Event description:
It was reported that a fiber was returned without an associated complaint, analysis of the returned fiber identified that the fiber was broken into two pieces.